Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU outlines guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. There are no allegations of any device malfunction. Root cause due to patient underlying condition and progression of the disease process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical data site that the patient was admitted on (B)(6) 2017 for supratherapeutic international normalized ratio (inr) and fluid overload. It was stated that patient received anticoagulation adjustment and medical management. Patient was stated to have been discharged on (B)(6) 2017. No additional information available.